Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl and diabetic ketoacidosis (dka). The customer would administer boluses via the pump. The customer was hospitalized and insulin was administered via intravenous (IV) drip and received anti-nausea medication. A system check performed with tandem technical support indicated that the pump was operating as expected. It was suspected that the infusion set site was the culprit. However, it was not confirmed. Multiple attempts have been made to contact the customer that have been unsuccessful.